Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted in the common bile duct to treat pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight. According to the complainant, during the procedure, the physician had difficulty deploying the stent. Reportedly, after the physician deployed the stent, as the physician removed the catheter, the fully deployed stent got caught on the delivery system and moved the stent out of the correct position. The physician had to retrieve the stent from the patient and the procedure was completed with advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.